Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed the dat test at 0.08765 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump bolus wizard was not making correct calculations based on the information the customer was entering. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. No further details were provided. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.